Event description:
It was reported that a syringe 0.5ml 31ga 8mm 10bag 500 pl/wg separated from the hub during use. The following was reported by the initial reporter: "it was reported that needle hub separated inside of shield. Verbatim: consumer reported that the needle hub separated inside of the shield."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/9/2021. H.6. Investigation: customer returned two syringes with no pouch for identification. Both feature 0.5ml graduation markings. Both syringes feature their needle shield and hub having separated from the barrel. The hubs have become lodged inside the shields. There is no damage to either the connectors at the distal tips of the barrels or their respective needle hubs. The plunger caps were not returned but no signs of use were observed. No other defects found. A review of the device history record was completed for batch# 0006836. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause for this defect cannot be determined. CAPA#1630423 was initiated. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 0.5ml 31ga 8mm 10bag 500 pl/wg separated from the hub during use. The following was reported by the initial reporter: "it was reported that needle hub separated inside of shield. Verbatim: consumer reported that the needle hub separated inside of the shield."